Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer was unable to insert the reservoir into the device. Customer reported there was an unexpected restart alarm, bad battery alarm, and off no power alarms in history. Customer's blood glucose was unknown. During troubleshooting, customer reported the act button was not responsive. Customer's blood glucose was unknown. After troubleshooting, customer was advised to call back when new batteries are available. Customer will not be returning the device for analysis.